Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures were hanging on top of the device (not in correct form as expected)¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 removed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the prostar device was loaded onto the guide wire, but not very far, and had not been advanced into the patient anatomy, when the physician noticed that the sutures were loose and hanging on top of the device ("not in correct form as expected"). The device was removed. The sutures of two new prostar devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar was completed. Hemostasis was achieved with the pre-placed prostar sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.